Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0731 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the routine inspection of the product before the catheterization, rough burr was found on the front end of the guide wire. It was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.018 in. Stainless steel guidewire was returned for evaluation. An initial visual observation showed a slight bend in the guidewire approximately 1.4 cm proximal to its distal tip. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed both weld tips were present and undamaged. Use residue was observed on the catheter, and no kinks or gaps were observed in the coiled wire of the guidewire. The shape and location of the bend observed in the guidewire that was returned for evaluation as well as the observed use residue suggest the guidewire was damaged during use. A lot history review (lhr) of recn0731 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the routine inspection of the product before the catheterization, rough burr was found on the front end of the guide wire. It was not used on a patient.